Event description:
It was reported the patient had dehiscence along both cranial incisions, their leads were exposed and there were signs of wound infection. The patient had cranial incision breakdown and the primary location of the infection was the right and left cranial incision. Perioperative antibiotics had been administered and there had been no mention of meningitis. The surgeon decided to explant the patient¿s entire system. The patient had no additional complications. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0juzg, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0juzg, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0juzg, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0juzg, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).